Event description:
It was reported that the lead dislodged from the atrium when initially implanted during the procedure. The lead was removed and examined for any issues, tissue was cleaned off of lead tip, and lead helix was exercised prior to reimplantation where it was observed that the helix was not appropriately extending and the lead body was rotating over on itself prior to extension of the helix. The physician then opted to implant a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated damage at implant and stretching of the lead. (B)(4).